Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrectly submitted in the previous report. H4 has been updated with the correct information.

Manufacturer narrative:
Devilbiss healthcare previously reported the incorrect date in section g3 date received by manufacturer as 06/28/2023. The correct date for section g3 date received by manufacturer as 1/11/2024. Section g3 updated to reflect this information.

Event description:
As part of a retrospective review of complaints, devilbiss healthcare identified notification of an incident involving an oxygen concentrator by the end user's daughter, who reported that it was "not working properly," and that as a result, the end user was admitted to the hospital for lack of oxygen. In investigating the incident, devilbiss recently spoke to the end user, who could not specify what the problem was with the concentrator, or identify its current whereabouts. Devilbiss will update this report if any further information becomes available.